Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. A technical support specialist sent an email to dispatch device to field service engineer. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed . The customer reported that users were unable to remove medications from drawer. There was delay in patient care as the user was able to obtain the medications from the different station. There were no adverse events or injuries reported based on this event.